Event description:
A caller reported experiencing a tandem mobi cartridge alarm while attempting to load a cartridge, with consecutive alarms confirmed by customer technical support. There was no adverse impact on the customer's blood glucose level. The customer was initially able to reload the cartridge and resume insulin therapy. However, due to recurring cartridge alarms, a replacement pump was sent. The customer was provided with instructions on returning the problematic pump and information on how to manage the replacement upon receipt.